Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not rewinding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was hitting rewind. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device failed rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating, basic occlusion, force sensor and occlusion test due to rewind anomaly.